Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the device charged very quickly. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the device charged very quickly. The patient underwent an ipg replacement procedure.